Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have been advised to stop treatment by their dentist. Patient provided a letter of recommendation from their dentist and it notes severe periodontal disease, bone loss and mobility that will result in tooth loss. This is a contraindicated patient.